Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. An x-ray (date not reported) revealed tip folder over of the device, subsequently the device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery.